Event description:
It was reported that the insulin pump was returned for analysis. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. Visual inspection revealed a scratched lcd window and cracks on the battery tube threads and reservoir tube lip. The unit was received with currents within specification.